Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the keypad issue was reproduced. The report of a faulty keyboard was confirmed as bouncing entries were duplicated during analysis (keys 1, 2, 3, 4, 5 and 2 upper blue soft keys double pressed when pressed). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the reported condition was a defective keypad. To resolve this issue, the front panel will be replaced. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had faulty keyboard. This was observed during an unspecified process step, and it was unknown if a patient was connected for therapy at the time of this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.